Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is january 1, 2018 or later. No adverse patient effects experienced.

Manufacturer narrative:
After further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2018-01152 was submitted.